Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 13 months following the implant of this transcatheter bioprosthetic valve, the patient presented with moderate to severe paravalvular leak (pvl) and shortness of breath. A balloon aortic valvuloplasty (bav) was attempted but was not successful. Subsequently, another valve was implanted valve-in-valve, resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.